Event description:
Dr. (B)(6) was performing a bronchoscopy and as the cytology brush was being removed it broke off. It was successfully retrieved and the post procedure x-ray was clear. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was reviewed for finish stock code 60312 with lot number m9215e101. It was manufactured on august 04, 2009. The product met manufacturing specifications and was accepted in the inspections. Sample evaluation showed the cytology brush has come apart from the union of the connector and the brush. The cytology brush was taken apart and found that the tip of the connector has traces of it being clamped as if this is where the wire to the brush should have been connected; however, it appeared that the wire from the brush was not clamped or connected. Wire was inserted only partially into the connector and was easily removed. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.